Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of "hi" and 30 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during solution testing. According to the returned meter the values the customer rec'd were found in the meter's internal log and were taken within a ten minute timeframe. Note: the meter display's "hi" when a reading exceeds 500 mg/dl. For the purpose of utilizing the parkes error grid, any "hi" is assigned a value of 501 mg/dl.